Event description:
It was reported that the patient presented with low impedance a few months after implant. It was noted that when looking at the events; trends data it appeared the device was working normally until (B)(6) 2022. The patient had a seizure on (B)(6) 2022 and was admitted to the ER, and on (B)(6) the ER personnel had but the magnet over the generator for a long period of time to temporarily disable it. The magnet was kept over the device until (B)(6) 2022 when the patient saw the neurologist. That is when the low impedance was seen. The patient's generator was replaced and impedance was then normal. The explanted generator was likely discarded per hospital policy. The device history records of the generator were reviewed. The generator passed final quality and functional specifications prior to release. This event shows signs of a potential reed switch malfunction. Based on previous investigation of stuck closed reed switches, the event can occur after prolonged exposure to a magnet, and shows low impedance typically after generator reset is performed. Internal investigation into confirmed cases was unable to determine a definitive root cause of reed switch failures. The primary root cause is believed to be reed switches sticking in the closed position after extended exposure to magnetic fields. The investigation also identified residual magnetic properties of the generator battery to be a potential contributor; however, testing performed during the investigation found the effect to be highly variable with each magnetic field exposure and any closure of the reed switch impacted by this phenomenon would likely be reversed by subsequent swiping of the patient magnet. Thus, the most likely contributor of the identified complaints is considered to be mechanical sticking of the reed switch blades. Reed switch malfunction has not been confirmed at this time. No further relevant information has been received to date.